Manufacturer narrative:
(B)(4). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury such as perforation or damage (dissection) of vessels, myocardium, or valvular structures including rupture of the pulmonary rvot that may require intervention and bleeding are potential risks associated with the overall procedure. The training manual cautions the physician to maintain guidewire position in the pulmonary artery during valve alignment. The training manual also notes, ¿manage guidewire position. Guidewire can move proximally during valve alignment.¿ in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the ruptured artery in the distal right pulmonary vasculature could not be confirmed but might have been related to guidewire management. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A 23mm sapien 3 valve was implanted within a pre-existing surgical valve in the pulmonic position and a 29mm sapien 3 valve was implanted within a pre-existing surgical valve in the tricuspid position. During the procedure, there was a ruptured artery in the distal right pulmonary vasculature, which was coiled with resolution of the extravasation. Additionally, the patient had a chest tube placed for a right-sided pneumothorax, and blood clots were seen in the bronchus intermedius, rll, and rm l, which were lavaged and suctioned. Echocardiogram performed before discharge home indicated ¿normal sapien 3 valve function in the pulmonary and tricuspid locations.¿ the patient was discharged home on post op day 5.